Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). (Product investigation): one captiflex snare was received for analysis. Visual inspection of the returned device revealed that the device does not have any defective condition. Functional evaluation was performed and the device was tested in the 10inch loop fixture and it was able to extend completely and retract without issues. During continuity test, the electrical resistance shall be less than 20 ohms. Based on that, this device passed continuity test since device's electrical resistance was 10.3 ohms. During product analysis no visual failures were observed, functional and continuity tests passed. Therefore, the reported complaints of "loop - failure to cut" and "device failure to deliver energy" were not confirmed. Therefore, the most probable cause for this complaint is no problem detected due to the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used for treatment in the gastric wall during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, it was reported that there was no electrical current to the snare and due to this issue of current failure, the snare failed to cut the target polyp. There were no signs of tissue blanching (tissue turining white). They did troubleshooting steps, in which they unplugged and plugged back in the snare and checked the grounding pad. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. Moreover, there was no visible issue noted with the handle and no other issues were noted with the device. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.